Manufacturer narrative:
The complaint is confirmed for broken driver tip. The most likely cause of failure is continually applying torque when the device is not advancing through the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5080377) that an arthrex screwdriver attachment broke during the procedure. When replaced, the second arthrex attachment broke. The 2mm end of the second attachment was left in the patient. Risk of removal was greater than leaving the broken piece in the patient. Additional information obtained 11/6/18: sales rep who was present during the procedure has provided the following additional information: procedure being performed was a right lateral calcaneal slide osteotomy, 1st tarsometatarsal fusion, 2.5 metatarsal osteotomy, plantar fasciotomy, gasroc recession, 2-5 hammertoes proximal interphalangeal joint fusion, 5th arthroplasty with skin plasty. The surgeon performed the calc slide osteotomy first, "the" followed with the plantar lapidus plate for the lapidus procedure. He then moved on to address the lesser toes and made the osteotomies on the 2nd, 3rd, and 4th toes. When he went to fixate the osteotomies in the corrected position with the 2.5 mm microcompression screws he encountered very hard cortical bone. The 2.0mm cannulated drill was cycled a couple of times and the profile drill was used on the near cortex. The ar-8725-18h was then loaded on the 15 mm hex driver shaft and inserted into the metatarsal. The screw advanced easily at first then slowed so then the surgeon backed it out and cycled the drill again. The screw was reinserted and went down to the last few threads when the driver shaft seemed to not be engaging the screw any longer and they then realized the very tip of the driver had become stuck in the c annulated shaft of the screw appearing to have cold welded in there. The screw was just outside the near cortex with a similar profile of a headed screw. The surgeon then having good compression on the osteotomy decided to leave it and fixate the rest of the osteotomies. There were no further issues on the rest of the osteotomies. Surgeon then came back to the slightly proud screw and tried to get it down flush with the second driver shaft in the micro compression ft screw set and that shaft tip also broke under the torque pressure. Both drivers only broke off about 1-2mm. They remained in the screw and did not go into any other soft tissue or bone. The rest of the procedures went fine. The single screw was left slightly proud on the cortex, but all osteotomies were compressed and fixated. Patient's bone was noted to be hard.